Manufacturer narrative:
Attempts are being made to obtain the sample and additional information regarding this incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
The PICC catheter was inserted a month ago. When the patient returned to hospital to change medication, the nurse found the catheter broken at the oval disk.